Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was replaced. Sensing was below 1 mv at implant and there was high thresholds. The physician tried to reposition the lead but the patient had tortuous anatomy, so a new lead was implanted.